Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they ¿tweaked¿ a wire and an alarm started sounding yesterday and again today. The patient said they spoke to their clinic and the nurse said they could go to the emergency room.